Event description:
The contact called for help with the customer's meter. While troubleshooting, she performed control tests and received results of 268 and 229 mg/dl. The normal control range was 96-133 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.